Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap cholecystectomy, clip not forming with parallel closure. There is no further information available about the event. Case completed with another device of the same product code. There were no patient consequences reported.